Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up visit on (B)(6) 2015, the patient's incision appeared to be healing. On (B)(6) 2015, the patient showed signs of infection and was prescribed antibiotics

Manufacturer narrative:
The failure was not confirmed through functional evaluation, disassembly, visual inspection, and chemical analysis of samples taken from similar devices from the account. Through visual inspection, the components were confirmed to be conforming. The results of the analysis did not find any contamination that matched known examples that would contribute to the failure. The cleaning practices at the account did not conform to instructions for use. The device was serviced and returned to the account after passing final inspection.

Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up visit (B)(6) 2015 the patient's incision appeared to be healing. On (B)(6) 2015, the patient showed signs of infection and was prescribed antibiotics